Manufacturer narrative:
Based on the information provided no conclusions can be made. As alleged, fourteen years post implant the patient presented with erosion of the mesh at the skin level. No additional information provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant is estimated as (B)(6) 2008, based on the information available.

Event description:
As reported, the patient underwent a umbilical hernia repair and was implanted with a small bard/davol ventralex mesh in 2008. As reported, about fourteen years later, the patient presented to another surgeon with complaints of pain and was diagnosed with erosion of the mesh at the skin level. As reported, no treatment has been provided at this time, however the surgeon may perform a transversus abdominis muscle release (tar) procedure.